Event description:
Patient had a flexible ureteroscopy with biopsy of right renal mass and stent insertion. Patient readmitted 6 days later with pelvic abscess. Possible ureteral injury. Abscess not at biopsy site.====================== manufacturer response for ureteral access sheath, flexor dl dual lumen ureteral access sheath (per site reporter).====================== I just filled out a product complaint form today and forwarded it to the vendor.